Manufacturer narrative:
Findings unit received with blank display due to moisture damage at electronic assembly. Unit received moisture damaged at motor assembly. Unable to verify button keypad unresponsive due to blank display. However, unit received with corroded keypad traces. Pump received with scratched lcd window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot. Pump received with scratched reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to water. The customer had a blood glucose level was 341 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.